Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. The patient presented with chest pain. The 2.5x32mm, eccentric and de novo target lesion with significant lesion bend of <=45 was located in a moderately calcified coronary artery. The target lesion was predilated with a 2.0x15mm non-bsc balloon and a 2.25x32mm synergy stent was successfully deployed. Following post dilatation with a 2.50mm x 15mm nc emerge® balloon catheter inflated with 50/5 contrast ratio at 12 atmospheres for 10 seconds using a non-bsc inflator, the balloon was unable to deflate fully. An unsuccessful attempt was made to deflate the balloon using a syringe. The physician removed the half-deflated balloon from the patient directly and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded, with contrast in the inflation lumen and balloon. The returned device was soaked in a warm waterbath for 3 days. The tip, balloon, markerbands, proximal bond, and inner/outer shaft were microscopically and tactile inspected. Inspection revealed shaft damage (buckling) located at the proximal edge of the proximal bond. Functional testing was done by attaching an inflation device filled with water to the hub of the device, and inflated to the rated burst pressure (rbp) and held the rbp for 5 minutes. Negative pressure was then applied, and the balloon deflated in 11 seconds, meeting the specification. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The patient presented with chest pain. The 2.5x32mm, eccentric and de novo target lesion with significant lesion bend of less than 45 was located in a moderately calcified coronary artery. The target lesion was predilated with a 2.0x15mm non-bsc balloon and a 2.25x32mm synergy stent was successfully deployed. Following post dilatation with a 2.50mm x 15mm nc emerge balloon catheter inflated with 50/5 contrast ratio at 12 atmospheres for 10 seconds using a non-bsc inflator, the balloon was unable to deflate fully. An unsuccessful attempt was made to deflate the balloon using a syringe. The physician removed the half-deflated balloon from the patient directly and the procedure was completed. No patient complications were reported and the patient's status was stable.